Event description:
Initial result for a pt calcium was 6.3 mg/dl. When repeated, the result was 7.9 mg/dl. The incorrect result was not used to guide pt therapy. The field service representative found the water contaminated and repaired the instrument by performing a decontamination.